Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating with the server. No data was being transmitted between the station and the server, timeout errors occurred during all actions, and system performance was slow and inefficient.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the station was not communicating with the server. A technical support specialist (tss) dial-in and performed full synchronization to the station. The station was verified to be communicating properly and operating without any issues. The system functioned as intended after the technical support specialist troubleshot the device.